Event description:
On (B)(4) 2009, it was reported that a pt had a breast biopsy and incision was closed with steri-strips. Blisters developed and then cellulitis which was treated with 4 im rocephin injections followed by 18 days of bactrim and on (B)(6) 2009, clindamycin. Pt lumpectomy has been delayed.

Manufacturer narrative:
Product labeling clearly state the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation of hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.